Event description:
(B)(4). I stay on a depressing mode, my moods are different. I've been getting these awful headaches, blurred vision, and my periods aint regulated, I'll even skip a month now. I stay bloated, and on top of that I eat very healthy and seems instead I've gained a lot of weight since having this procedure done in (B)(6) of 2013! I've had so many issues which includes hospital visit because my blood pressure staying up and having these bent over pelvic pains and ovary pains. My left side right now you can't touch it! I'm currently in the process of getting this awful foreign object removed like any other stupid foreign birth control object! I'm sick of these suppose to be safe of pregnancy prevention products because I've done had several friends become pregnant! And it seems to me this product ain't safe because I will have mix singles my body is pregnant and I have to go to the hospital because I'm bleeding weird or in extreme pain! This product needs to be took off of the shelf now! I'm tired of going to the hospital with these pains and having menstrual cycle issues and pain medicine just ain't cutting it. There's days I can't move because I'm hurting! It's like someone taking a knife cutting me or stabbing me! And now my right ovary is in the center of my uterus pronounce by the doctor on the vaginal ultrasound! I advise you get this unsafe product off the shelf putting myself and others at risk !